Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During implant, low hv lead impedance was measured. An induction test was attempted but there was a "loss of communication". The message "initializing" was displayed for an unusually long period of time, but eventually able to induce ventricular fibrillation and convert the patient's rhythm. The physician elected to re-open the pocket to check header connections and confirmed everything was secured in place. Measurements were acceptable at reinterrogation.